Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Device related data quality updates only: a correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit. D4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue with failed pressure transducer test has been confirmed in problem description and service report. Log files were not provided. Our field service engineer (fse) was on site for further investigation and found out that the moisture trap on the expiratory cassette was broken. Issue was solved by replacing the moisture trap. The root cause to the reported issue has not been determined but this customer product complaint will be archived in anticipation of a possible future trend assessment.

Event description:
Manufacturer's ref. #: (B)(4).